Manufacturer narrative:
Initial.

Event description:
It was reported that a patient using an ilet system with a g7 continuous glucose monitor (cgm) experienced hyperglycemia up to 345 mg/dl for approximately three hours, with the patient¿s caregiver confirming a missed meal announcement; the infusion set was a steel cannula placed in the abdomen, and the issue was characterized as an incorrect procedure or method related to user interaction with the device user interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem associated with failure to follow instructions, specifically an unintended use error related to meal announcement behavior and user interface interaction. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.